Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Occupation: synthes employee. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the pfna2 blade did not lock and has to be removed. There was 20-30 minutes surgery delayed. The blade was taken out and new blade was inserted. The procedure was completed successfully, and no fragments was generated. The patient outcome was unknown. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No conclusions could be drawn as no devices were returned for manufacturer review or investigation. Additionally, device history record reviews could not be requested as specific part and lot numbers for the associated devices were not provided. H3, h6: part: 04.027.056s, lot: 3l59866, manufacturing site: bettlach, release to warehouse date: february 26, 2019, expiry date: february 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the pfna blade was received in a locked condition. On the hexagonal recess of the pfna blade are slightly wear marks visible. No other visual damage could be observed at the blade. Functional test: the function test was conducted with a demo impactor with the result that the blade could be locked/ unlocked as per design intended. The complained malfunction of "blade could not be locked" could not be replicated. It was possible to attach the blade to the impactor without any issues and the tip of the pfna blade did rotate freely after attaching as required. Also the blade was locked as required after the impactor was removed. Summary: the complaint is not confirmed as the received pfna blade is functional as required. The review of the device history record revealed that this implant was manufactured in february 2019. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed customer quality (cq) evaluation and therefore the in the investigation flow listed remaining investigation steps "drawing/specification review: / dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.